Event description:
It was reported that while the surgeon was implanting the implant, the implant fractured. The surgeon was able to remove the proximal portion of the implant, but the distal portion was well fixed in the patient's bone. The surgeon decided to leave the portion remaining in the patient's bone. There is no plan to revise the patient to remove the foreign body at this time. Attempt has been made to obtain additional information. No additional information has been received at this time.